Event description:
A customer contacted beckman coulter (bec) to report erroneous creatinine (cre) patient results (both high and low) generated by a unicel dxc 800 pro synchron chemistry analyzer. The customer was asked but did not describe why were the results believed to be erroneous. Of the 13 patient samples provided by the customer, bec review showed that the difference between the original and the repeated results for one patient sample was within the 2 sd (standard deviation) total precision claim [original result = 1.6 mg/dl, repeated result = 1.2 mg/dl. Total precision claim for cre 2 sd = 0.4 mg/dl]. Therefore, there were a total of 12 erroneous results. There was no injury or affect to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Qc prior to the event was within the established ranges. The customer reported that the dxc 800 pro was generating creatinine ea errors (erratic adc errors). Per instrument IFU, erratic adc (analog-to-digital convertor) flag is an indication of modular cup (mc) noise. The customer stated that they corrected the problem by replacing the stir bar. Per the customer, the cause of the event is attributed to the stir bar. The customer did not request service and mentioned that the stir bar was not available to send to bec for evaluation. It is unknown of how frequently the customer performs maintenance. Per instrument IFU, the instruction for four-month maintenance includes the cleaning of the mc reagent lines, cups, and stir bars.